Event description:
It was reported that the device gave an alarm "leads off". There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the therapy cable connector assembly. After replacing the therapy cable connector assembly, proper operation was confirmed and the device was returned to the customer. The returned assemblies were troubleshoot by product performance. The root cause of the reported problem was determined to be due to missing apex barrel in the therapy cable connector.